Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine pacemaker follow-up, interrogation revealed the lead safety switch (lss) had triggered on the right atrial (ra) lead. No capture was observed on the ra lead even at maximum outputs, in both unipolar and bipolar configurations. The pacing impedance measurements were greater than 2,500 ohms. Noise was observed on the stored electrograms. A lead fracture was suspected. The daily measurement trend showed the ra lead impedance had become unstable in september 2016. The patient was asymptomatic since the last device check. The device was reprogrammed to vvi 50 and the patient was to be scheduled for a new ra lead in the future. No adverse patient effects were reported. In 2019, this pacemaker was received for laboratory analysis. No further information was provided.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine pacemaker follow-up, interrogation revealed the lead safety switch (lss) had triggered on the right atrial (ra) lead. No capture was observed on the ra lead even at maximum outputs, in both unipolar and bipolar configurations. The pacing impedance measurements were greater than 2,500 ohms. Noise was observed on the stored electrograms. A lead fracture was suspected. The daily measurement trend showed the ra lead impedance had become unstable in september 2016. The patient was asymptomatic since the last device check. The device was reprogrammed to vvi 50 and the patient was to be scheduled for a new ra lead in the future. No adverse patient effects were reported. In 2019, this pacemaker was received for laboratory analysis. No further information was provided.

Manufacturer narrative:
The device and lead remain in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker follow-up, interrogation revealed the lead safety switch (lss) had triggered on the right atrial (ra) lead. No capture was observed on the ra lead even at maximum outputs, in both unipolar and bipolar configurations. The pacing impedance measurements were greater than 2,500 ohms. Noise was observed on the stored electrograms. A lead fracture was suspected. The daily measurement trend showed the ra lead impedance had become unstable in (B)(6) 2016. The patient was asymptomatic since the last device check. The device was reprogrammed to vvi 50 and the patient was to be scheduled for a new ra lead in the future. No adverse patient effects were reported.